Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the implant depth in the annulus was 5 millimeter (mm) and was fully expanded.

Manufacturer narrative:
Updated: b3, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following transcatheter aortic valve implantation, a mean gradient of 29 mmhg was observed. The gradient seemed to decrease after post-implant balloon dilation. During a post-procedure check, the gradient was still high (40 mmhg). The valve frame appeared to be recoiling, and there was suspicion that this model had a smaller radial force. A balloon dilation was performed to address the problem with a non-medtronic (atlas gold) balloon. The patient¿s annulus was reported to be heavily calcified with a horizontal aorta. No patient complications have been reported as a result of this event. Additional information was received that the pre-implant gradient was 90 mmhg. The valve was implanted in native annulus with a depth of slightly more than 3 mm. The 29 mmhg gradient was observed on the day of the procedure after implant.

Event description:
It was reported that following transcatheter aortic valve implantation, a mean gradient of 29 mmhg was observed. The gradient seemed to decrease after post-implant balloon dilation. During a post-procedure check, the gradient was still high (40 mmhg). The valve frame appeared to be recoiling, and there was suspicion that this model had a smaller radial force. A balloon dilation was performed to address the problem with a non-medtronic (atlas gold) balloon. The patient¿s annulus was reported to be heavily calcified with a horizontal aorta. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0012291298); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-2329 (lot: 0012291296); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre implant dilation was performed using an 18 x 45 millimeter (mm) balloon. A post implant dilation was performed using a 25 x 50 mm balloon.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.